Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes, returned to manufacturer on 3/4/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the visual inspection under magnification, revealed that the lens was received cut in pieces. Which is consistent with a lens that was handled, during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system, revealed no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an explant with patient left eye due to complaining of anisometropia 3 weeks post-operatively. There was no patient injury or surgical or medical interventions performed. Lens was implanted with zct150 19.0 as replacement. Patient was doing well immediately post-operatively and is scheduled for follow up. No further information provided.